Event description:
A technician reported a pt experienced epithelial ingrowth after lasik enhancement surgery. The flap was lifted, scraped, rinsed and replaced. This treatment resolved the symptoms. This report will reference the pt's right eye. Another manufacturer report is filed for the left eye. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).